Event description:
A peritoneal dialysis nurse reported that while performing simulated treatments during a home pt training, the cycler displayed negative numbers. The data sheet showed a fill 1 volume of 810 and a drain 1 volume of 830 with a programmed fill of 500 ml. There was no pt involvement.